Event description:
A 3.0mm diameter x 12mm length medtronic ave s670 over the wire stent delivery system was inserted into the proximal right coronary artery. It was not possible to cross the severely calcified target lesion despite attempts to "push through" the stent. Therefore, the stent and delivery system were pulled back from the coronary artery. During the removal of the stent delivery system into the guide catheter, the stent dislodged from the stent delivery balloon. The stent was successfully snared and the target lesion was treated with another manufacturer's stent. The physician did not follow the instructions for use when the stent was advanced to the lesion despite encountering resistance, and when the sds was pulled into the guide catheter while still engaged in the coronary artery. There were no add'l clinical sequelae reported relative to the event.